Event description:
On 4/25/96 pt underwent removal of silicone breast implants and exchange for saline filled implants bilaterally. On 6/6/96 she had developed infection of the implants, bilaterally, with left exposure. Both implants were removed.